Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they are at the end of their treatment, and they are having bite concerns. Their concerns are: over all smile is off center, midline is off center, both top and bottom arch are off center and midline sits more to the left side of the mouth, teeth sit at different angles, teeth look like they are different lengths, bite is uncomfortable, and front, top, left, and front bottom left teeth feel pressure when biting down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.